Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the phacoemulsification function of an ophthalmic system was not working. Procedure details and patient impact were not reported. Additional information has been requested but is not available at the time of this report.